Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. Additional testing revealed a leak at the luer/irrigation tubing junction due to insufficient adhesive applied between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the connectors. In addition, multiple short circuits were noted, consistent with fluid ingress within the electrical connectors.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.